Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Low vault was reported and the lens was removed on (B)(6) 2015. A larger lens was implanted on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
The product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4) is incorrect. No other adverse events were reported outside of the lens exchange. (B)(4).